Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It is likely that reprocessing steps were not fully performed at the user facility due to the device nonconformities that were found. A leak had occurred at the distal end. The event can be detected and prevented by handling the device in accordance with the following IFU. Instruction manual evis lucera gif/cf/pcf type 260 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual "chapter 3 cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign debris was protruding from the air/water nozzle, the object was identified as a white plastic like material which did not originate from the endoscope. This issue was likely due to insufficient cleaning. The outlet pipe and air channel had blockages. The guided lens was chipped, the adhesive of the light guide lens, objective lens and distal end were worn, there was leakage on the distal sheath, delamination of the insertion tube, the pin unit was corroded, and water flow/removal was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a leak at the distal end. The event was found during maintenance. The intended procedure was a gastroscopy.  There was no report of patient harm. The subject device was subsequently evaluated by olympus. The technical evaluation uncovered foreign debris was found protruding from the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.